Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the supply line of the homechoice cassette and the supply bag which is known to cause this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell one of five of peritoneal dialysis therapy. During troubleshooting, it was reported that the solution bag connected to the final line became disconnected due to loose connection, which led to this alarm. Renal therapy services (rts) had the hp cycled power off and on to clear the alarm and disconnect using aseptic technique. Rts assisted the hp to remove cassette and then to set up device with all new supplies. Rts reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.